Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Product location unknown.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2016 due to adverse reaction to metal debris and pain. The head and taper were removed and replaced. During the procedure, discoloration was noted on the soft tissue.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation could not be completed as the product was in two pieces, breaching dimensional integrity. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.